Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for pseudomonas luteola (21cfu/endoscope). The user facility reported that the subject device had been reprocessed using peracetic acid and a non-olympus automated endoscope reprocessor made by wassenburg. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc, but was returned to olympus (b)(). The subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated that no microbes were detected from the subject device.